Manufacturer narrative:
(B)(4). Final analysis found that the insulation was crushed at 28.8cm to 29.4cm from the connector pin. The damage sustained resulted from clavicular crush.

Event description:
It was reported that upon interrogation, the right atrial lead exhibited increasing impedance and capture anomaly. The lead was explanted and replaced. The patient was doing well post operation and would continue to be monitored.